Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
When received by the manufacturer, the device had evidence of the enclosure being opened. During the evaluation of the device at the manufacturer's service center, the lcd display screen cable was found to be disconnected from the system board. The ventilator's lcd display screen cable was reattached to address this issue.